Manufacturer narrative:
(B)(4). Patient identifier: unknown as information was not provided. Age at time of event, date of birth: unknown as information was not provided. Weight: unknown as information was not provided. Investigation is still in progress.

Event description:
Description of event according to complainant: device was being deployed and the final rotation of the handle was performed, but the top stent was not released. We then had to use the fail-safe mechanism in order to fully deploy the top. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information it was not possible to determine the root cause of this event. The device was not returned to support the investigation; however, the reported difficulty was solved by following the instruction for use. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: device was being deployed and the final rotation of the handle was performed, but the top stent was not released. We then had to use the fail-safe mechanism in order to fully deploy the top. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.